Event description:
It was reported that during surgery, the device was broke. The procedure was completed without delay, using a backup from smith & nephew to completed the surgery. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Updated lot number and exp date and mnf date.

Manufacturer narrative:
Additional information in h6. Results of investigation: the device, used in treatment, was returned for evaluation. The visual inspection of the returned device confirms that the jaw of the tip of the forcep is broken off. The broken piece was not returned with the device. The device was manufactured in 2018. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Internal complaint reference (B)(4).